Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported loss of aspiration occurred. A 2.4mm jetstream® xc atherectomy catheter was being used in an atherectomy procedure treating an occlusion in the superficial femoral artery (sfa) from the common femoral to he distal popliteal. The device was advanced to the treatment site and atherectomy was started. After about 19 minutes of use the device lost suction an was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient did excellent.